Event description:
A customer reported experiencing ongoing intermittent occlusion alarm with their insulin pump, which led to recurring issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by changing out the cartridge. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. Troubleshooting has been exhausted and a pump replacement was sent.